Event description:
Customer reported that the insulin pump is alarming. Unable to exit the preparing to prime loop and the drive support cap is protruding out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Cracked reservoir tube lip and scratched display window noted during visual inspection. Drive support disk was inspected and no anomaly was noted. The insulin pump passed prime, basic occlusion and displacement test. No prime anomaly noted.